Event description:
The pump was received for service with report "power intermittent". The facility's biomedical engineering department stated the clinical setting reported the device powered off spontaneously. No patient injury has been reported. Information was not provided regarding whether or not the device was in use when the reported situation occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.